Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro and the physician considers that the char was excessive and the amount of char observed caused a potential risk to this patient and the risk to be increased. After the procedure, the doctor noticed some charring above the electrode. The patient had no complications. The char was between the tip electrode and electrode 2 at the plastic ring separating the electrodes. No patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considers that the char was excessive (based on their clinical experience). The physician considers the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. The system did not present any error messages nor did the physician/user see any product problem. No issues related to temperature and flow on the catheter. The generator parameters: qmode+, 90w, temperature target 55°c, temperature cut off: 65°c. The patient was anticoagulated. Heparinized normal saline was used. Act >300. Maintained throughout every case. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation used was not greater than 60 seconds, qmode+ - 4s. The physician aims for 5-15 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was 2s. No malfunction of the generator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro and the physician considers that the char was excessive and the amount of char observed caused a potential risk to this patient and the risk to be increased. The device evaluation was completed on 03-jul-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. The device was sent to the irvine facility for further analysis related to the char formation and from the same site (B)(6). When concluded the special investigation, the device was returned to the laboratory and additional testing was performed. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. During the special investigation, no char residue was identified. In addition, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Additionally, it was identified insufficient polyurethane (pu) at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Furthermore, a sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion was composed of an inorganic material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char residue in this area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion identified during the analysis could cause the char formation; therefore, the char issue reported by the customer was confirmed. The root cause of the occlusion and the insufficient pu is traced to the manufacturing process. The insufficient pu issue identified during the investigation is unrelated to the event described by the customer. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal corrective action has been opened to reduce this failure mode. Explanation of codes: investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char was excessive and the amount of char observed caused a potential risk to this patient and the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿some irrigation holes were observed occluded with a dry reddish material¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions manufacturing (d03) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient polyurethane (pu) at the bottom of the dome in the transition between the dome and the first ring¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were selected as related to the customer¿s reported ¿char was excessive and the amount of char observed caused a potential risk to this patient and the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).